Event description:
A symptomatic patient presented in the emergency room with a device that was post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate hv therapy. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.